Event description:
It was reported that the patient had contoured reddening under mass. Patient is bedridden and had 2 smaller pressure ulcers which healed without any problems. Patient outcome was not reported during the time of this report.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16 2014. Device listed in this report is used for treatment, not diagnosis. And additional info received regarding this event after filing this report shall be filed on a supplemental MDR.